Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d1 (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated to freestyle libre 2.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 10 days of wearing the adc freestyle libre sensor. The customer was unable to obtain a sensor scan and experienced symptoms described as ¿felt tricks¿ and a loss of consciousness. The customer was unable to regain consciousness on her own and self-treated and no further information was provided. There was no third-party treatment required for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 10 days of wearing the adc freestyle libre sensor. The customer was unable to obtain a sensor scan and experienced symptoms described as ¿felt tricks¿ and a loss of consciousness. The customer was unable to regain consciousness on her own and self-treated and no further information was provided. There was no third-party treatment required for the reported issue. There was no report of death or permanent impairment associated with this event.